Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the nurse was heparinizing / de-accessing the patient, a leak was noted from the hub closest to the patient. No reported patient injury.

Event description:
It was reported that when the nurse was heparinizing / de-accessing the patient, a leak was noted from the hub closest to the patient. No reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fluid leak at the blue stem of the needleless y-site was confirmed. One 22g safestep infusion set was returned for investigation. A functional test of the returned device revealed that the lumen was patent to infusion and aspiration. No occlusions were detected in the device. Upon pressurizing the safestep infusion set, a small drop of water was visible at the y-site along the edge of the blue valve stem. It appeared that loculated fluid within the valve opening was expelled under a positive pressure. The stem moved slightly according to the pressure to which it was exposed. Under a vacuum, the stem was slightly drawn within the y-site. A positive pressure caused the top of the stem to extend from the y-site. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.